Event description:
The medical center had an impella 5.5 pump placed for support in which the team noted an access site hematoma observed which prompted surgical intervention/washout and placement of a jp drain. The pump remained on for support for the patient for over 15 days despite the harm. The patient then bridged to lvad.

Manufacturer narrative:
The medical center has discarded all impella pump and introducer product. No benchtop analysis to root cause is possible at this time. Further clinical details and imaging have been requested but, not yet furnished. Should more information be shared that leads to root cause of the hematoma, a final report will be forthcoming. The failure mode will be monitored and trended.